Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak of their transfer set resulting in fungal peritonitis. The peritonitis was manifested by abdominal pain and low blood pressure. The cause of the peritonitis was reported as due to a hole in the transfer set which was located "halfway from the connection to the exchange and halfway to the adapter". The patient was sleeping when the leak occurred and woke up wet from the leaked solutions. The patient immediately ended therapy and disconnected. The patient did not continue to perform therapy after the leak was noticed. The cause of the hole in the transfer set was unknown; however, the patient reported the nurse believed the cause of the hole was due to getting tape on the transfer set and the patient's nail piercing the transfer set to make a small hole. The patient believes the transfer set was "defective", but could not further specify. The patient was hospitalized for the event. On an unknown date, the patient was treated with an intraperitoneal broad spectrum antibiotic (unknown drug, dose, frequency and duration) and was later switched to an antifungal (unknown drug, route, frequency and dose) as treatment for the fungal peritonitis event. The patient was prescribed the antifungal medication for twenty-one more days for treatment of this peritonitis event. The patient was treated with unknown intravenous fluids for the event of the low blood pressure. On an unknown date during hospitalization, the pd catheter was removed and the patient began hemodialysis therapy. The patient was discharged eight days after admission. At the time of this report, the patient was recovered from this peritonitis event and hemodialysis was ongoing with the intent to return to pd therapy after finishing the antibiotic treatment. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.